Event description:
It was reported that after an initial bunion surgery on (B)(6) 2023, the third tmt plate was removed on (B)(6) 2024 due to soft tissue irritation. Upon removal of the plate, one screw was noted to be poking out of the patient's skin and two screws were found to be broken, all the screws were removed as well. The second tmt plate and screws were left in place. No other patient outcomes were reported as a result of this event.

Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2023, the third tmt plate was removed on (B)(6) 2024 due to soft tissue irritation. Upon removal of the plate, one screw was noted to be poking out of the patient's skin and two screws were found to be broken, all the screws were removed as well. The second tmt plate and screws were left in place. No other patient outcomes were reported as a result of this event. Additional information indicates the patient's bones were completely fused/healed. No devices were returned for evaluation. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. A number of factors could have contributed to what was reported and although the most likely cause cannot be determined based on the available information, the broken screws were likely subjected to excessive bending stresses which resulted in the breakage and the screw poking out of the skin likely caused the irritation the patient experienced.. The company will supplement the MDR as necessary and appropriate.